Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during a coil embolization procedure, the enterprise system delivery wire had withdrawal difficulty. With an enterprise stent inserted and advanced to the target lesion, the position of microcatheter needed to be adjusted. The enterprise stent/system was attempted to be withdrawn, but it could not be withdrawn into the introducer sheath. The microcatheter was removed with the stent and after removal of the enterprise stent/system, the same microcatheter and used with another enterprise stent to complete the procedure. The issue was not that the enterprise system would not advance via the microcatheter hub, the stent could not be withdrawn into the microcatheter. The y connector or tuohy were open to allow passage of the device, and the enterprise introducer was completely seated in the microcatheter hub. The y connector or tuohy were closed to prevent movement of the introducer. No damages were noticed on the delivery system or microcatheter, and a constant and dedicated saline source was utilized at all times. No damages were noticed on the stent (uplifted struts, kink bend, fracture, separated, etc), delivery system (kink, bend, fracture, separated, etc), distal tip (unraveled, kink, bend, fracture separated, etc), introducer or microcatheter. There was no reported injury for the patient. One non sterile enterprise and delivery wire was received coiled inside a plastic bag. The enterprise stent was received in the introducer tube in the original position without visual damage. No other anomalies were observed on the received unit. The delivery wire and the stent were inspected under a microscope and no anomalies were observed. The functional analysis was perform according to (B)(4), using a lab sample microcatheter since the microcatheter involved was no returned for analysis, the delivery wire was able to go through of the microcatheter (with stent) and no resistance or friction was felt. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01414669. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as delivery wire- withdrawal difficulty was not confirmed since during insertion /removal of the delivery wire from the microcatheter no resistance or friction was felt. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. The product analysis suggests that the failure could not be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. The failure reported by the customer as delivery wire- withdrawal difficulty was not confirmed since during insertion /removal of the delivery wire from the microcatheter no resistance or friction was felt. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural and handling issues may have contributed to the reported and confirmed events.

Manufacturer narrative:
One non sterile enterprise and delivery wire was received coiled inside a plastic bag. The enterprise stent was received into the introducer tube on their original position without visual damage. No other anomalies were observed on the received unit. The delivery wire and the stent were inspected under a microscope and no anomalies were observed. The functional analysis was perform using a lab sample microcatheter since the microcatheter involved was no returned for analysis, the delivery wire was able to go through of the microcatheter (with stent) and no resistance or friction was felt. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01414669. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as delivery wire- withdrawal difficulty was not confirmed since during insertion /removal of the delivery wire from the microcatheter no resistance or friction was felt. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. The product analysis suggests that the failure could not be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure assisted with an enterprise stent, the position of microcatheter needed to be adjusted, and the enterprise stent/system was withdrawn, but it could not be withdrawn into the introducer sheath. The microcatheter was removed with the stent and after removal of the enterprise stent/system, the same microcatheter and used with another enterprise stent to complete the procedure. The issue was not that the enterprise system would not advance via the microcatheter hub, the stent could not be withdrawn. The y connector or tuohy were open to allow passage of the device, and the enterprise introducer was completely seated in the microcatheter hub. The y connector or tuohy were closed to prevent movement of the introducer. No damages were noticed on the delivery system or microcatheter, and a constant and dedicated saline source was utilized at all times. No damages were noticed on the stent (uplifted struts, kink bend, fracture, separated, etc), delivery system (kink, bend, fracture, separated, etc), distal tip (unraveled, kink, bend, fracture separated, etc), introducer or microcatheter.